Event description:
According to the reporter, on (B)(6) 2017, intra- operatively in a laparoscopic sleeve, the device was unable to fire, press the green button and squeeze the handle. While in use the product has an error message when put into the loading unit. They put another reload into the loading unit to complete the case and resolved the issue. The patient was alive with no injury. The device is expected to be returned for evaluation.